Event description:
It was reported that pump touchscreen was responding to touch inputs in an unintended manner, triggering responses in different spots to where the input was made. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.